Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple drawer failure was caused by drawers in rows b and c of the main enhanced full height drawer not being detected on the bus. A field service engineer reseated the drawer board connectors and pixie bus cable connector to resolve the issue and also identified that the keyboard was failed due to nonfunctional letter o and backspace keys and replaced the keyboard. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 2500b multiple drawers were unable to open. The customer attempted to restart the device and perform drawer recovery; however, the system continued to display a maintenance required error. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.